Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. Upon visual inspection the service technician noted that they replaced f1 and c3 on motor control board. A review of the device history record for sn (B)(4) was performed from 11/01/2019 to 8/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to an electrical failure of the motor control board causing a blown fuse.

Event description:
The customer reported that the device will not turn on/off.